Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station's 4.1 drawer was inoperable and producing a strong burn smell. The drawer solenoid was identified as the cause, it was stuck in the energize position, producing the burning smell. No other thermal damage was reported. The drawer's solenoid and controller board were replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced a burning smell when attempting to access a drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d5, d9, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-sep-2021 to 10-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that malfunction was caused by faulty solenoid as it got stuck. The field service engineer replaced the solenoid, drawer controller and preventive maintenance done to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system produced a burning smell when attempting to access a drawer. There were no adverse events or injuries reported based on this event.